Event description:
At end of procedure when guiding catheter dilator placed into guiding catheter to remove from pt, a small "hairlike" piece of catheter found pinched between dilator and catheter on removal.